Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Internal visual inspection inside unit¿s enclosure revealed multiple functionally damaged components on the i3 pca (principal component analysis). The damaged component initially observed was a blown smd (surface-mounted device) 1000 ohm signal ferrite chip bead designated l87. Later removal of the 2in x 2in x 0.5in shield from the antenna portions of i3 pca revealed three burnt pin driver chips. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformance's were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming that thermal damage was found on the i3 printed circuit board.